Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. On (B)(6) 2024, it was reported that the patient encountered infusion sets tubing kileakage. The blood glucose level was found to be high. Patient took insulin pen as treatment. Insertion site was buttocks. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code leakage from connection between the tubing connector and the infusion set (cannula part/base piece). The batch 5417157 in question was manufactured at the reynosa site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The reference samples for batch 5417157 were previously tested in complaint (B)(4) on 02/apr/2024. Device history record (DHR) review: packing of quick set. Lot 5417157 was manufactured according to the work instruction (wi) version 74 and packaging in the multivac 12, on 03/mar/2023, with a total of (B)(4) units. Assembly of quick set: lot 5418300 was manufactured according to the wi version 26 assembled in the quickset line, on 03/mar/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 18/aug/2025 against malfunction code leakage from connection between the tubing connector and the infusion set (cannula part/base piece) and lot 5417157 and no other complaint has been registered in database for the same lot 5417157 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.